Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The lead insulation was abraded. Without return of the entire lead, a complete evaluation could not be performed.

Event description:
It was reported from the field that during a routine follow-up, noise and pocket stimulation were observed. The clinician decided to extract the lead.